Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 383069 lead, implanted: (B)(6) 2015; dtbb1d1 ICD, implanted: (B)(6) 2015. Adaptor implanted: (B)(6) 2015; 694965 lead, implanted: (B)(6) 2005; 5076-52 lead, implanted: (B)(6) 2005. (B)(4)

Event description:
It was reported an infection occurred in the pocket area. Wound culture was positive for serratia marcescens. The implantable cardioverter defibrillator (ICD) system was explanted and the absorbable envelope was absorbed by the body. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.